Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower was failing to communicate, preventing multiple drawers from being on the bus and causing the system to become stuck when issuing medication despite application restarts and cable checks. A field service engineer replaced the communication and cabinet boards and coordinated with support to run firmware checks and verify drawer responsiveness. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user attempted to issue the medication 12 00-1000020876-divalproex sodium dr 500 mg tablet, but the machine became stuck during the dispensing process. The system then remained stuck on the screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.